Event description:
During troubleshooting of an unrelated issue, it was reported that the customer observed air bubbles in the patient line. The event occurred during use on the home choice (hc) while the patient was connected. The patient stated they had a sore shoulder after using the hc. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).